Manufacturer narrative:
Correction should have been dr. (B)(6). Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant the stylet got stuck in the lead and couldn't be pulled out. The physician removed the lead and implanted a new one successfully. The patient was stable pre, during and post procedure. No additional information was available.